Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose in the 20 mmol/l range for about a week. Blood glucose level at the time of the call was 27 mmol/l. Customer treated with manual injections. During troubleshooting, the customer stated there were no air bubbles or insulin leaks and the drive support cap was recessed. Customer declined to check for site and insulin issues. Call got disconnected and troubleshooting could not be completed.